Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 44 mg/dl, at the time of incidence. Customer was using auto mode feature at the time of low blood glucose event. Customer declined to troubleshoot. Customer reported that they received calibration not accepted message. The insulin pump will not be returned for analysis.